Event description:
Information received by medtronic indicated that the insulin pump received insulin flow blocked alarm. The customer confirmed that insulin was being reused or mixed, or was expired or denatured. The customer reported that the sites were rotated and inserted into sufficient sub q tissue. Customer stated the tubing was not bent or kinked. Customer stated they had tried all troubleshooting. Customer reported that the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error. Alarm was able to clear and rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, the customer alleged no delivery/occlusion alarms and pump error 130 alarm. Device passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms nor pump error 130 alarms noted during testing. Pump successfully downloaded to thus. Confirmed no delivery alarm during bolus on (B)(6) 2021 at 00:54:05 and 00:54:44 in the pump downloaded history. Confirmed pump error 130 alarm on (B)(6) 2021 at 06:42:06 in the pump downloaded history the electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case. Customer alleged for no delivery/occlusion during bolus was found in the pump history, however was not confirmed during testing. Customer allegation of pump error 130 alarm was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.